Manufacturer narrative:
A review of the site's complaint history identifies complaints related to this event. The report under patient identifier (B)(6) documents the first occurrence of the same issue for a procedure performed on (B)(6) 2022, while the report under this record (patient identifier (B)(6)) documents the recurrence of the issue during a procedure performed on (B)(6) 2022. Investigation performed under patient identifier (B)(6) indicated that an intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and performed a proactive replacement of the e100 generator. The replaced e100 generator was returned to isi and evaluation identified no issue. The e-100 generator operated as expected without exhibiting any issue during testing. No image or video clip for the reported event was submitted for review. A review of the site's system logs was performed by the isi regulatory post market surveillance analyst and information confirmed that system (B)(4) was used on (B)(6) 2022 for a low anterior resection surgical procedure. This complaint is being reported due to the following conclusion: the e-100 generator exhibited issues after the start of the procedure and the surgeon was advised to continue with the procedure robotically with a backup erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, vessel sealer extend (vse) instrument was not working with the e-100 generator. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. Isi technical support engineer (tse) advised the site to cycle e-100 generator power switch on back of it. Staff confirmed that step was already performed with no change. Tse asked staff to move the vse instrument connection to the erbe generator. Tse was unable to review the system logs because it was unavailable at the time of the call. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.